Manufacturer narrative:
The reported complaint of disconnection and unable to unscrew was not confirmed. A configuration drawing was provided by the customer indicating the area of defect. However, the reported issue could not be confirmed based on the drawing provided and the actual sample was not returned for evaluation. The lot history was reviewed and there were no nonconformities which would have contributed to the reported complaint.

Manufacturer narrative:
Received one new list# 426320405, transpac® IV monitoring kit, 72", disposable transducer, 3 ml squeeze flush, macrodrip (pole mount). Lot# 4981406 on (B)(6) 2021. The reported complaint of disconnection and unable to unscrew was not confirmed on the returned set. No visual anomalies were observed on the returned new set. All the luers on the set were able to be disconnected and connected back by hand easily. The returned set was primed and pressure leak tested and no leaks were observed. The product had performed per the specifications. Without the return of the reported sample, a probable cause could not be identified. The lot history was reviewed and there were no nonconformities which would have contributed to the reported complaint.

Manufacturer narrative:
The device is available for investigation. It has not been received.

Event description:
The event involved a transpac® IV monitoring kit, 72", disposable transducer, 3 ml squeeze flush device, macrodrip (pole mount) that the customer reported the tubing was disconnected around 75 minutes into the infusion and impossible to unscrew. The blood pressure started to decrease and medications were administered to the patient thus increasing the blood pressure and stabilizing the hemodynamics. There was a blood loss of approximately 100 ml noted at the left radial artery at the transducer tubing rupture. The customer added it was only a few minutes from the time administering the amines until the discovery of the ruptured tubing, therefore, the situation was not harmful to the patient and the blood loss was compensated. There was no other device connected or attached to the product but only the ICU¿s cable is plugged in the transducer. The transducer was disconnected and catheter removed from the patient. The tubing was removed, disposed, and no new tubing was used. No further invasive arterial pressure was necessary for the end of the surgery, they used the non-invasive blood pressure (nibp). There was patient involvement and no report of serious injury, death or potential for death, however, there was delay in the critical therapy.